Event description:
Pt presented with dark urine that started on (B)(6) 2013. Vad function normal as far as pt can tell. Pt was admitted for eval for potential vad thrombus. During hosp. Pt treated for suspected thrombus however no evidence of thrombus was noted by d/c.